Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient had vns lead and generator replacement surgery performed on (B)(6) 2013. Preoperatively, vns systems diagnostics resulted in high lead impedance. When a new vns generator was attached to the resident lead, high lead impedance was still occurring. The surgeon then noted the lead was broken in two places at a tie-down location.attempts for return of the explanted devices have been unsuccessful to date.

Event description:
Reporter indicated high lead impedance with systems diagnostics testing was observed for a vns patient at a recent office visit on (B)(6) 2013, which was the first time the reporter had seen the patient. The patient was previously being seen by a nurse practitioner that has since left the practice. Per the patient's mother, the patient has had high lead impedance previously and was sent for x-rays, which were noted as unremarkable. The x-rays will not be released. The last acceptable vns diagnostics were on (B)(6) 2011. No trauma or device manipulation occurred. The patient was sent for x-rays again, but the mother has not followed through with getting the x-rays performed for the patient. The vns was not disabled; the reporter was advised to disable the vns. Manufacturer review of available programming history documents that high lead impedance with systems diagnostics testing has been occurring since at least (B)(6) 2012.